Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call on (B)(6) 2017, that the customer experienced low blood glucose levels of 39 mg/dl. The customer's blood glucose was 74 mg/dl at the time of call. The customer was hooked up to the insulin pump and noted it was unresponsive. No symptoms were noted. The customer was not hospitalized, and was treated for the low blood glucose with food. The customer was advised to disconnect from the infusion set and visually inspect the reservoir. Customer reveals he is new to pump therapy, but did not wear the insulin pump during an MRI. Customer was advised to keep the insulin pump away from MRI tests, and to monitor the insulin pump and blood glucose levels. The insulin pump will not be returned for analysis.